Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead exhibited high impedance and increased and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.